Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt. A device record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.

Event description:
As reported by the affiliate, the physician experienced balloon deflation difficulty with a fire star balloon catheter. The age and gender of the pt was unk. The target lesion location was the left anterior descending (lad) artery. The vessel was not calcified or tortuous. There was a 90% stenosis present. The product was properly inspected and prepped. Negative prep was performed. There was no difficulty accessing the lesion with a guidewire. There was no difficulty tracking the device to the lesion. When the balloon was in position in the lesion, it was inflated (atm unk). The physician experienced difficulty deflating the balloon as it remained inflated in the lesion for over two minutes. The contrast to saline ratio to inflate the balloon is unk. The inflation device used in the procedure is unk. This event occurred during the initial inflation of the balloon. The balloon was removed. The lesion was successfully treated. There was no reported injury to the pt. The pt is currently doing fine.